Event description:
The manufacturer received information from a patient representative regarding an unspecified device alleging the patient has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. A report will then be filed with all applicable regulatory agencies. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.